Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported black foreign body falling from the channel could not be identified and the root cause could not be determined, however, due to leaks from the channel, there is a possibility that the reprocessing could not be performed properly and the foreign matter could not be removed. The event can be detected by following the instructions for use, ¿leakage testing of the endoscope¿ chapter. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the device evaluation it was observed that the scope did not pass the water dunk test due to a leak found in the channel caused by physical damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the uretero-reno videoscope had foreign material falling off from the channel. The reported issue occurred during a therapeutic right percutaneous nephrolithotomy procedure. The procedure was subsequently completed with the same device. It was indicated that the foreign piece was discovered and vacuumed or removed from the patient with no adverse effects. It was confirmed that the procedure was not delayed due to the reported issue. In addition, an x-ray was taken at the end of the procedure to confirm the absence of any additional foreign bodies. There was no patient/user harm or injury reported due to the event.